Event description:
The user facility reported that upon completing a cardiac catheterization the tr band was placed on the patient and the sheath was removed per protocol. The tr band did not hold pressure, so the band was removed and replaced with another tr band with the same lot number and the new tr band performed as intended. There was no blood loss. Additional information was received on 21jul2025: 18ml's of air were injected into the tr band when it was applied. The tr band started to deflate immediately. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One tr band, inflator, and packaging were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 4 ml of air left in the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the balloon tab. The sample failed leak testing. The sample was subjected to microscopic inspection. Upon microscopic analysis, there is a crack in the connection tube at the v notch. One tr band, inflator, and packaging were returned for assessment, and no damage or deformities were noted on the band or inflator. The sample was subjected to leak testing and leaked at the balloon tab due to a crack in the connection tube at the v notch. The complaint can be confirmed for air leakage issues. The cause is a crack in the connection tube at the v notch. A nonconformance was initiated for this issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).